Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per (B)(4) out-of-box failure processing document # 10000053419 for restocking back to finished goods warehouse. (B)(4). Investigation summary: reported error code 110.6110 akb_ss = 110, compliance_timeframe_failure = 6110) during the device check in was confirmed. As received, the pcu was failed to power on properly. Failure investigation isolated to cause of error 110.6110 or failed to power properly to the logic board, part number tc10008452, and sn: (B)(4). This failure mode was easily be able to turn on and off just by applying some heat on the far side of the main microprocessor u7. Conclusion: reported error code 110.6110 akb_ss = 110, compliance_timeframe_failure = 6110) during the device check in was confirmed. Faulty logic board is the main cause of report failure. Rework: recommend replacing logic board part number tc10008452, sn: (B)(4). Disposition: route to service for normal process.